Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the dependent patient was feeling slightly fatigued. In troubleshooting it was noted that the ventricular lead exhibited noise in episodes and could not be reproduced; sense amplitude trend was decreased. Oversensing occured with noise reversion. The lead was explanted and replaced.